Event description:
Two pt samples with discrepant troponin t results. (Female), in 2007 initial result gave 0.011 ng/ml. Sample repeated two times giving 0.409 and 0.408 ng/ml respectively. Erroneous results not reported. The field service rep was unable to determine exact root cause, noting that he replaced sipper probe. Performance tests were performed.

Event description:
Two pt samples with discrepant troponin t results. (Female pt), in 2008 initial result gave 0.363 ng/ml. Sample repeated two times giving < 0.010 ng/ml each time. Erroneous results not reported. The field service rep was unable to determine exact root cause, noting that he replaced sipper probe. Performance tests were performed.